Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was report there was a self test failure. The device was returned for trade-in. No patient involvement or complications were reported.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; no anomalies found during bench testing. Analysis found the lcd (liquid crystal display) was missing pixels. Analysis also found the upper case was dented, battery release was contaminated, and one side bail cover was broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.